Event description:
A customer site reported waste fluid had overflowed from the waste carboy on a benchmark xt instrument onto the floor without an alarm. There was a slip and fall event and the technician was injured. The field service engineer upgraded the waste sensor and sent the old sensor back for investigation. The returned waste sensor was installed in a test instrument and functioned properly. Our testing revealed the waste sensor did not malfunction. While there is always a possibility that a slip and fall event due to a fluid spill could result in death or serious injury, all evidence indicates that the possibility of death or serious injury is remote.

Manufacturer narrative:
The technician was injured and received five stitches in her head. The technician has fully recovered from the head injury and has returned to work. 9.3/10.3 version software and slip & fall labeling was in place. Because of the remote possibility of injury resulting from a slip and fall event caused by waste fluid overflow, the firm is in the process of implementing an improved waste sensor design as a replacement to the current sensor. This new waste sensor design should eliminate the observed failure mode. The waste system on this instrument was upgraded with the new sensor design on 02/23/07. Complete field implementation of the new sensor design is expected to take at least 12 months. The new waste sensor design was introduced to the manufacturing floor on august 3rd, 2006. Incident rate for slip and fall has not increased during the course of this correction. A final report will be sent pending the completion of the field implementation of the new waste sensor.